Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel reports patient allegations of pain, bone/tissue damage and metallosis. Subsequently, patient was revised on (B)(6) 2013 and (B)(6) 2013. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, PMA/510(k) number, manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-02522 / 02523).

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation. Upon review of the revision op report, it appears that the procedure reported occurring on june 10, 2013 is the second stage of a two-stage revision and not a separate revision procedure. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 10 states, ¿fretting and crevice corrosion may occur at interfaces between components.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 2 of 4 MDR's filed for the same event (reference 1825034-2014-02522 / -02523 and -05498 / -05499).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel reports patient allegations of pain, bone/tissue damage and metallosis. Subsequently, patient was revised on (B)(6) 2013. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient's operative (op) notes dated (B)(6) 2013 reports patient was revised due to acute late septic arthritis in previously implanted right total hip replacement. Revision op report notes the presence of necrotic-appearing fat, rubbery granulation tissue, and a corrosion at the junction. In addition, op notes report no sign of metallosis, pseudotumor formation, or osteolysis. The cup, head, and taper insert were removed and replaced. Additional information received in patient medical records reports the patient underwent a left total hip arthroplasty on (B)(6) 2007. There has been no reported revision procedure for the left side.